Event description:
A customer in poland reported to biomerieux that they have observed a linear avidity failure when using the vidas toxo igg ii test. This type of failure can lead to a falsely over-estimated result. When specifically requested, the customer indicated there was no impact to patient or patient treatment.

Manufacturer narrative:
A customer in (B)(6) reported receiving insufficient dilution avidity with igm positive results while using the vidas® toxo igg test (UDI (B)(4)). An internal biomérieux investigation was performed. The customer's sample showed a high rate in toxo igm. As indicated in the package insert : "samples with high anti-toxoplasma igm titers may affect dilution test results. " the customer sample was tested with a retained vidas® toxo igg ii lot lot 1004250210 kit and the linearity issue was reproduced. This confirmed the sample was positive for toxo igm. Dilutions for the sample gave similar values on different vidas® systems tested manually (vidas® pc and vidas® 3) or automatically (vida®s 3). The sample interpretation remains positive, but it is difficult to performed the right dilution (to have a titer at 15 ui), in order to perform the test with vidas® toxo igg avidity. CAPA pr 909459 concluded the degradation of the titles of the positive samples was partly linked to the reduction in the dynamics of the curve, which is not explained (in terms of manufacturing/control process). This phenomenon prevents the application of the product master curve because its current equation is no longer suitable. Proposed actions are to return to the systematic use of the specific curve with new titles for points of range.